Event description:
The customer reported that a ventilator gave a high blower temperature during clinical use. The device was evaluated by the customer and a philips remote service engineer (rse). The fse reported that there was no problem found. The device was in clinical use at the time the issue was discovered. The (B)(6) year old, (B)(6) pound, female patient was transferred to another working ventilator. There was no patient or user harm reported. There was no delay to patient therapy reported. The fse attended the site and reported that there was no problem found. No other anomalies were reported.